Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2007, plaintiff was implanted with a monarc subfacial hammock. The plaintiff's attorney alleges that, "following this surgery plaintiff complained of bladder pain, incontinence, uterine bleeding, pelvic pressure and painful intercourse." It was also alleged that "she was found to have mesh exposure and required further surgeries to remove the mesh." The plaintiff's attorney also alleges the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and has undergone or will undergo corrective surgery."